Event description:
Electrical issues were noted to the subject pacemaker. During a device follow up performed on (B)(6) 2014 it was identified on aida memory that the ventricular impedance was not stable and often superior to 3 kohms. Noise was identified to the ventricular channel in the stored arrhythmias. When the physician tried to move the device v noise was displayed on the egm screen and inhibition of v stimulation was observed. It¿s noted that the ventricular lead was already changed 3 days after primo implantation (2010) because of threshold increase without lead displacement. A re-intervention was performed. During the procedure no irregularities were noted to the lead when measured by a psa. The lead was then connected to a new pacemaker, however the same ventricular noise and stimulation inhibition were observed when the physician touched the pacing system. The lead was also replaced. No irregularities were noted with the new lead and pacemaker.

Event description:
Electrical issues were noted to the subject pacemaker. During a device follow up performed on (B)(6) 2014 it was identified on aida memory that the ventricular impedance was not stable and often superior to 3 kohms. Noise was identified to the ventricular channel in the stored arrhythmias. When the physician tried to move the device v noise was displayed on the egm screen and inhibition of v stimulation was observed. It's noted that the ventricular lead was already changed 3 days after primo implantation (2010) because of threshold increase without lead displacement. A re-intervention was performed. During the procedure no irregularities were noted to the lead when measured by a psa. The lead was then connected to a new pacemaker, however the same ventricular noise and stimulation inhibition were observed when the physician touched the pacing system. The lead was also replaced. No irregularities were noted with the new lead and pacemaker.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
Electrical issues were noted to the subject pacemaker. During a device follow up performed on (B)(6) 2014 it was identified on aida memory that the ventricular impedance was not stable and often superior to 3 kohms. Noise was identified to the ventricular channel in the stored arrhythmias. When the physician tried to move the device v noise was displayed on the egm screen and inhibition of v stimulation was observed. It's noted that the ventricular lead was already changed 3 days after primo implantation (2010) because of threshold increase without lead displacement. A re-intervention was performed. During the procedure no irregularities were noted to the lead when measured by a (B)(4). The lead was then connected to a new pacemaker, however the same ventricular noise and stimulation inhibition were observed when the physician touched the pacing system. The lead was also replaced. No irregularities were noted with the new lead and pacemaker.